Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high pacing threshold measurements that lead to loss of myocardial capture. This lv lead was explanted and replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Reported observations were confirmed. The cathode coil was fractured from the terminal pin. Due to the location of the fracture, this is consistent with a fatigue fracture near the suture sleeve tie down area. The deformed coils and cuts were all induced damage.